Manufacturer narrative:
(B)(4). During processing of this complaint, quality assurance attempted to obtain complete event info and pt status from the hospital, field contact or distributor. See scanned page.

Event description:
It was reported that the procedure involved the left subclavian, using a steelcore guide wire, and after predilatation, the omnilink was advanced; however, it would not cross. The physician pushed harder and then harder again, and then the stent dislodged from the stent delivery system (sds). Using the same sds, the stent was captured and deployed at the intended lesion site. No pt effects were reported.